Event description:
In a post-market survey reporting on two perma-seal graft pts, and first delivered to the distributor in 1999, the following was reported: two graft thromboses in the same pt. There was no info regarding pt selection, peri-operative management, or graft handling.